Event description:
It was reported that the healthcare professional had attempted to insert the extension set into the device and it would not fully insert into the device. A different device was requested and fully inserted the same extension set into the new device. Device was not implanted. No diagnostic testing or troubleshooting was done. Patient was alive with no injury. No patient symptoms were reported.

Manufacturer narrative:
Product ID 37092, lot# 427840001; product type accessory product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va0e6rh, implanted: 2014 (B)(6); product type lead product ID neu_wrench_acc; product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.